Manufacturer narrative:
Follow-up for additional information has been requested but no information has been provided at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 7 years, 2 months. The reason for the planned re-intervention is currently unknown. No other details have been provided.

Manufacturer narrative:
Manufacturer narrative updated sections: d4 expiration date, h4, h6 component codes, type of investigation, investigation findings, and investigation conclusions. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve has been placed under evaluation for a tavr procedure after an implant duration of 7 years, 2 months due to severe degeneration, with severe stenosis and mild to moderate regurgitation. The patient did not demonstrate any symptoms in relation to her severe bioprosthetic valvular degeneration.

Manufacturer narrative:
Updated sections: a4, b5, b6, b7, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.